Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system experienced a couple lead safety switch (lss). It was determined that the pace impedance measurements were out of range in the bipolar configuration. The device remains in unipolar configuration and the patient will continue to be followed. No adverse patient effects were reported. This product remains in-service.